Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of 20 mg/dl. The customer was wearing a new insulin pump and was worried about the device working correctly. Customer stated that the drive support cap was protruded. The customer was treated with honey and IV fluids by paramedics. The customer was not wearing the insulin pump during the hospitalization. The customer was assisted with troubleshooting and the insulin worked as designed. The insulin pump will not be returned for analysis.